Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title "transcatheter aortic valve implantation in the first 500 patients: a single-center retrospective study." Summarized patient outcomes/complications of biocor were reported in a research article in a subject population with multiple co-morbidities including obstructive coronary disease, percutaneous coronary intervention, coronary artery bypass grafting, pacemaker, bicuspid valve, aortic stenosis. Complications reported included surgical intervention (viv), hospitalization, aortic stenosis, aortic regurgitation; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incidents could not be conclusively determined. Based on the information received, the cause of the reported incidents could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article, "transcatheter aortic valve implantation in the first 500 patients: a single-center retrospective study", was reviewed. The article presented a retrospective, single center study to determine the procedural characteristics, results, and long-term outcomes of the first 500 consecutive patients undergoing transcatheter aortic valve implantation (tavi) at the mc medicor international center for cardiovascular diseases izola (slovenia). Devices included in the study were mitroflow, trifecta, perceval, mosaic, biocor, solo freedom, medtronic evolut r/pro, and edwards sapien 3. The article concluded that tavi results in our study are comparable with international standards. Permanent pacemaker (ppm) rate decreased over time, and postprocedural gradient was lower after self-expandable (sev). Learning curve, type of valve, and patient age did not affect 30-day mortality. [The primary and corresponding author was marko noc, mc medicor international center for cardiovascular diseases, izola, slovenia, with corresponding email: marko.noc@mf.uni-lj.si]. The time frame of the study was from 12 december 2016 to 17 september 2023. A total of 500 patients were included in the study, of which 4 received an abbott device. The average age was 80 years and the majority gender was male. Comorbidities included obstructive coronary disease, percutaneous coronary intervention, coronary artery bypass grafting, pacemaker, bicuspid valve, aortic stenosis.